Event description:
During a revision surgery reported separately, the 5.0 locking pins did not work. The surgeon drilled with a 3.5 bit, tried screwing them in and malleting them in, but they wouldn't seat. The surgeon tried using a 3.5 pin, and the pin just fell through into the locking hole and could not be tightened. This caused a total surgical delay of approx 45 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.